Event description:
It was reported by the treating neurologist that the vns pt was seen for a routine f/u appointment. It was noted upon interrogation of the vns generator that multiple magnet activations were displayed on the same line. No pt treatment decisions were affected as a result of the magnet display error. Attempts for vns programming history are in progress.